Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that a revision surgery of legion primary cr prosthesis was performed due to malrotation femur. The legion cr high flex xlpe sz 3-4 9mm was revised and exchanged. The patient was discharged from hospital.

Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical evaluation concluded that this complaint reports a revision due to malrotation of the femur. The primary implantation operative report was provided and translated. However, the requested revision operative reports and x-rays have not been provided. Without clinically relevant supporting documentation, a thorough medical investigation cannot be performed. Therefore, the patient impact beyond the revision cannot be determined. Due to the limited information provided, no further clinical assessment is warranted. Should additional clinically relevant documentation become available, the clinical/medical task may be re-opened. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use documents revealed this failure mode and potential harm was previously identified. Possible causes could include but not limited to traumatic injury, patient anatomy or abnormal loading of limb. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved or product information, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. D9, h3, h6, h10.

Manufacturer narrative:
It was reported that a revision surgery of legion primary cr prosthesis was performed due to malrotation femur. The genesis ii cmt tibial size 4 left, legion narrow cr oxin sz 5n lt and legion cr high flex xlpe sz 3-4 9mm were revised and exchanged. The patient was discharged from hospital. The affected complaint device, used in treatment, was returned and evaluated. A visual inspection of the returned device shows damage on the lock detail and scratches on the surface of the part. A review of the complaint history on the listed part revealed no prior complaints for the listed failure mode with the same batch number. A review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A relationship, if any, between the device and the reported incident could not be corroborated. A review of risk management files and the instructions for use found that the reported failure was documented appropriately. A clinical evaluation noted that the primary implantation operative report was provided and translated. However, the requested revision operative reports and x-rays have not been provided. Without clinically relevant supporting documentation, a thorough medical investigation cannot be performed. Therefore, the patient impact beyond the revision cannot be determined. Due to the limited information provided, no further clinical assessment is warranted. The cause of the revision was stated as due to malrotation of the femur. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however smith and nephew will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.